Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a hole in the tubing near the twist clamp and discoloration of the tubing and patient adapter. Functional testing of the device included leak testing, clear passage testing and clamp function testing; leak testing revealed a leak from a hole in the tubing. The reported issue was verified and the cause was determined to be a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a crack in a uv flash transfer set. No patient injury or medical intervention was reported. No additional information is available.